Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex artery with mild tortuosity, heavy calcification, and 99% stenosis. A non-abbott guide wire was advanced to the target lesion. A 1.20x6mm rx mini trek balloon dilatation catheter (bdc) was advanced; however, resistance was felt with the lesion. The bdc was then intended to be inflated for pre-dilatation and the balloon ruptured at around 10 atmospheres. The balloon dilatation catheter was withdrawn from the patient anatomy without resistance. Reportedly, there was no resistance during removal of the stylet and protective sheath, the device was soaked and prepped outside the anatomy. Other non-specified balloons were used without issue and the procedure was completed with a non-specified drug eluting stent. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device.